Event description:
Healthcare professional reported a left side capsular contracture baker grade IV. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, e3, h6.

Manufacturer narrative:
The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ creases were observed. ¿ one opening on anterior side was assessed as surgical damage.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade IV. The device has been explanted and replaced.